Event description:
It was reported that the patient underwent spinal fusion at l4-5, l5-s1 with titanium rod/screw fixation. Post-op the patient reported complaints of increased pain and difficulty walking. X-rays taken in 2008 revealed a broken screw. L4-5 was reported to be fused, l5-s1 was not fused. Also, a second look at x-rays taken in 2007 revealed the screw was already broken at that time. The patient had a caudal and eventually underwent additional surgery to remove the hardware. Following the removal the patient reported to be doing fine with little pain.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.